Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an unspecified access site with four prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture snapped [suture break] with all four devices. The suture of a new prostyle device was successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be confirmed as the device was returned with the plunger, posterior needle tip, suture, anterior and posterior cuff in pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported suture separation cannot be determined as the device was returned with the plunger, posterior needle tip, suture, anterior and posterior cuff in pre-deployed position. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.